Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report # 2400100000-2021-8056.

Event description:
It was reported that a spectrum pump was under infused. The patient was to receive 2, 20meq bags of potassium chloride over 4 hours. However, when the pump finished infusion the first bag at the 2 hour mark, at least half of the product was still in the IV bag. The registered nurse (rn) restarted the infusion but it was apparent that the pump was not pumping properly. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.